Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pulseless for almost an hour and appeared to be in an agonal rhythm. The device was checked and a lead integrity alert (lia) was noted on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was right ventricular (rv) lead undersensing and oversensing during an episode of ventricular fibrillation (vf). The lead remains in use. No further patient complications have been reported as a result of this event.